Event description:
It was reported that while in the catheterization lab, the md inserted the super arrowflex sheath (saf) into the pt's femoral artery. The md was inserting the intra aortic balloon (iab) through the saf sheath a few inches when the md met resistance. The iab could not be advanced through the sheath, and as a result, the md removed the iab from the sheath. The md requested another iab to complete this insertion. The md was able to successfully insert a 40cc iab and this iab worked properly. There were no reported pt complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.